Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra-fine¿ pro pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported no insulin flow when taking the injections, stating that 4 units are primed and 3 pen needles affected during injections. Date of event : unknown. Samples : available.